Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the meter emitted an error 1 message while attempting to bolus. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated on 02/06/2015 with the following findings: the meter started up to an error 1 code immediately when it was powered on. The meter was unable to pair to a test pump as a result of the error 1 message that couldn¿t be cleared. Unrelated to the error 1 code, the meter display screen had vertical lines.

Manufacturer narrative:
The meter has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.